Event description:
Reporter indicated a patient had a recent increase in seizures. The patient had no trauma and did not manipulate the vns. There had been no medication changes or recent illnesses. The seizure increase is felt to possibly be related to a depleting vns battery, but the generator is not at end of service. Vns generator replacement surgery is likely, but has not occurred to date.

Event description:
Additional information was received indicating that the patient underwent a generator replacement procedure on (B)(6) 2012. The generator has not yet been returned to the manufacturer for analysis. An implant card was received indicating that lead impedance was ok on the date of surgery and that the generator was replaced due to battery depletion.

Event description:
Attempts for product return of the explanted generator have been unsuccessful to date as the hospital has indicated that they have nothing to return. Of note, the initial reporter indicated that the increase was in the patient's seizure intensity, not the frequency of the seizures.

Manufacturer narrative:
Describe event or problem: corrected data- the initial report inadvertently indicated that the increase was in the patient's seizure frequency, however the patient had been experiencing an increase in seizure intensity.

Manufacturer narrative:
(B)(4).